Manufacturer narrative:
(B)(4). All available information indicates that the implantable cardioverter defibrillator (ICD) remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high pacing lead impedance measurements of greater than 2,000 ohms. Additional information received that the clinic is aware of the issue and the patient will be monitored. No noise could be reproduced with isometric maneuvers. No adverse patient effects were reported. The system remains in service.